Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred while the pump was charging. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual correction injection was administered to address elevated bg. Additionally, it was reported that the pump touch screen was unresponsive. During troubleshooting with technical support, the pump was reset. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm temperature issue was verified, but the touchscreen unresponsive issue could not be verified; however, a different issue was identified. The information will be used for tracking and trending purposes.